Event description:
In (B)(6) 2018, I had coolsculpting at (B)(6) spa in (B)(6) to treat fat under my chin. Afterwards, the fat increased and became fibrous and I am being diagnosed with paradoxical adipose hyperplasia (pah), which I have learned is an adverse effect of the coolsculpting and much more common that previously thought or disclosed. FDA safety report ID # (B)(4).